Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopy. Detailed description of event: [health professional] is a regular user of the product. He used the first cb030 and commented that the scissors were not sharp and not cutting through the tissue at all. The tissue was sliding as he closed the jaws. A second instrument with the same lot number was opened and the same error occurred . He used a [manufacturer] laparoscopic scissors and was able to cut with them and continue his procedure. Additional information provided by distributor via email 27aug21: these devices were used on thin tissue, adhesions - no staples or lap band. Patient status: patient is fine. Type of intervention change to competitor device.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopy. Detailed description of event: [health professional] is a regular user of the product. He used the first cb030 and commented that the scissors were not sharp and not cutting through the tissue at all. The tissue was sliding as he closed the jaws. A second instrument with the same lot number was opened and the same error occurred. He used a [manufacturer] laparoscopic scissors and was able to cut with them and continue his procedure. Additional information provided by distributor via email 27aug21: these devices were used on thin tissue, adhesions, no staples or lap band. Patient status: patient is fine. Type of intervention change to competitor device.